Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a shunt procedure, a shunt passer was inserted to the area where the mayfield composite series skull clamp (a3059) was. The surgeon exerted pressure on the area which might have caused the mayfield pin to slide and the mayfield to move. This happened at the beginning of the surgery and no harm was done to the patient. Additionally, no information on surgical delay was provided.

Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that it had a loose swivel lock, and a residue buildup was present. Some worn off internal parts needed to be replaced along with the index's small ratchet, which had worn out teeth, and general maintenance and cleaning were performed. There was unwanted movement in the index/swivel lock assembly. However, no faults were found with the ratchet extension and the 80 lb. Torque screw. The unit was sent in mixed up, and the ratchet extension had a different serial number than the skull clamp base. To resolve all issues, the internal parts were replaced to adjust the unit according to manufacturer specifications and the skull clamp's swivel lock assembly was cleaned. After completing the reassembly, the skull clamp was subjected to a successful function test. Root cause: complaint is confirmed via inspection of the unit. The index knob and swivel lock were loose and had some unwanted movement. The unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.